Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an unspecified critical error code. Further information was provided that there was a power equipment malfunction message. There was reportedly no patient involvement.